Event description:
It was reported a malfunction alarm occurred. The customer experienced an elevated blood glucose level (over 500 mg/dl). The customer administered a correction injection to treat the bg. The customer reverted to an alternate method of insulin therapy.